Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they were not sure what the circumstances were that led to the sudden return of symptoms. Usually, after a good bowel movement symptoms return. It happened suddenly, worse ever, twice. The symptoms stopped for a day or so then leaked again. Their return of symptoms happened again, since the initial report and they changed to program 2 at 2.8. Again they had leakage and made no new changes. They noted their problems come and go when leaking happens. The hcp calls it leaking but the patient says it is worse than that. The patient also noted they are constipated and afraid to take anything because it causes problems. Their hcp knows that they don't feel the device is helping them.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported having sudden symptom return over a week prior to (B)(6) 2016. ¿the first time it was a lot and since then it¿s been discharge.¿ the patient did not feel stimulation. The patient began the call with stim on program 1 at 2.3 v, increased to 2.4 v and did not feel stim and then increased to 2.5 v and stopped there. She did not confirm if she felt stim at 2.5 v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.